Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that during use, the infinity acute care system (iacs) often experiences interference. Although the operating room mode has been turned on and the amplitude has been adjusted, there is still a significant amount of interference. Additionally, ECG often generates erroneous signals, including when the heart stops beating during heart surgery, the monitor still has a sine wave waveform, and after the heart restarts, the monitor needs to wait for a long time to recover. No adverse patient impact was reported. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor.

Manufacturer narrative:
It was reported the iacs was intermittently experiencing interference issues. The amplitude in the or room was adjusted but significant interference was still present and the ECG generates erroneous signals as the connection between c500 and m540 is unstable. After a disconnection, a restore of the m540 factory settings then the machine recovers back to a normal connection. Post restoration of the normal alarm, the iacs automatically reverts back to the draeger configuration repeatedly, and the draeger configuration cannot be deleted. An onsite draeger technician found the hospital was using a 5 lead system then replaced that with a 3 lead ECG then performed a software upgrade. It was also confirmed the m500 was not running on firmware 4.0. After the ECG lead replacement and software upgrade, the draeger technician confirmed the reported issue is no longer present and the system was functioning as intended. Several requests were made by the investigator to obtain additional information, but that information was not made available and therefore, a precise root cause could not be determined.

Event description:
It was reported that during use, the infinity acute care system (iacs) often experiences interference. Although the operating room mode has been turned on and the amplitude has been adjusted, there is still a significant amount of interference. Additionally, ECG often generates erroneous signals, including when the heart stops beating during heart surgery, the monitor still has a sine wave waveform, and after the heart restarts, the monitor needs to wait for a long time to recover. No adverse patient impact was reported. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor.